Manufacturer narrative:
(B)(4). Batch # 947a39. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 947a39, and no non-conformances were identified.

Event description:
It was reported that the device did not work and did not staple correctly. It ejected a few staples and stopped. The blade got stuck but returned to the start. Staples were removed and two more psee60a were used but was also unable to complete stapling despite the surgeon fired from the opposite side of parenchyma. Black reload used. Thick and tough tissue. The procedure was finished using scissors and suturing. No patient consequences reported. No further information is available.